Event description:
It was reported that the device longevity is less than expected for programmed values compared with published specification. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products continued: 0180 competitor implantable tachy lead: (B)(6) 2008. (B)(4).